Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a surgical debridement, when cutting the necrotic area, a spark that caused a fire occurred in the surgical field with the use of a medtronic scalpel. The event caused the patient to have a burn. Alcoholic chlorhex was applied to the surface where the cut would be made. They used a fire extinguisher to stop the fire. They applied a dressing to the patient's burn.